Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows a portion of a plate haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a toric silicone single piece lens model aa4203tl in the injector and the haptic tore. There was no patient contact or injury.